Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the pvl was attributed to a piece of calcium. The degree of pvl was also believed to have been underestimated post implant. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported that two days post sapen thv implant, the patient¿s echo report indicated moderate paravalvular leak (pvl), worsening from mild at implant. The patient was asymptomatic. The decision was made to post dilate the valve. Pod 7 the patient underwent a balloon valvuloplasty (bav); however, no improvement was noted. Ten days post bav the transcatheter heart valve (thv) was explanted and replaced with a surgical valve. During the explant of the valve the physician noticed a piece of calcium at the location of the leak. The degree of pvl was believed to have been underestimated post valve implant. The patient was later reported to have expired (date unknown) due to pulmonary issues.

Manufacturer narrative:
The patient expired on (B)(6) 2014.